Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the reported bone screw. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the remaining product and lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address malpositioned cup, which was causing instability. Update: (B)(6) 2012- litigation papers received. In addition to the previously reported malpositioned cup and instability, the patient is now alleging released metal ions into his body tissue, which contributed to necrosis and infection. It is also alleged that the patient suffers from metal debris, popping and clicking. All products have been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation. Updated patient identifier.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 2/4/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, cup loosening, pain, increased metal ions (no labs). There was no mention of infection during this revision, cup malpositioning, or metal debris. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:2/25/2015.